Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 06-aug-2019, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 06-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The rep met with the patient to run a stimulation and voltage check, and indicated that connectivity for contacts 8-15 were red, and impedances were greater than 10,000 ohms. They stated that they only have one lead 0-7 that works, and it is not providing any pain relief. The patient noted that they did not have any recent falls. The rep stated that they also tested the lead by turning up the intensity, and the patient could not feel any stimulation. The patient mentioned that they are not getting pain relief, and they want to set up an appointment for a lead revision. The patient was going to contact the rep when they schedule a revision. The issue was not resolved at the time of the report.

Event description:
Additional information received from the manufacturer representative reported that one lead was all greater than 10000 ohms with an impedance test and all red with a connectivity test. The other lead was working and was reprogrammed but the patient stated that the lead never helps his pain. The patient was going to contact the physician to discuss a revision but no date or time was set. The impedance issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.